Manufacturer narrative:
One i3 unit model cm1100 with main unit serial# (B)(6) and one i3 accessory set was returned. During the investigation, visual inspection of returned material revealed damage to power supply showing frayed wire. No other discrepancies or discernible damage to the returned right-angle ext. Cable or power cord. I3 pcb board did not show any signs of sparking/smoking. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g jacs modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power cord. The patient electronics device and accessories were replaced and there were no adverse consequences reported by the patient.